Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery date is (B)(6) 2019. Reason for revision is change in patient anatomy. During this revision, the original insert and cocr head was exchanged